Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, they are calling to report a short study. They believe the capsule fell into the stomach at about 45 hours into the 48 hour study. There was no injury to the patient or the user, and it is not known if a repeat procedure will be performed.